Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient has been suffering from restricted mobility and a feeling of tension in the area of the left knee joint for about a year. In the previous year, several punctures were carried out without evidence of the pathogen. In june, an x-ray examination showed a femoral component fracture, which is why the indication for a component change was made. (B)(4).